Event description:
An evoke closed loop stimulator (cls) was implanted in the patient on the right buttock area, (B)(6) 2022. The patient has been experiencing heat, numbness, tingling, water trickle sensation from calf to foot and multiple levels of pain throughout their right lower limb since the permanent implant occurred. This increases when charging and while sleeping regardless if stimulation is on or off. The patient has also had to take medication during the night to aid in sleep as the pain was too intense. They have contacted their physician for consult and next steps. It has been further reported that on the (B)(6) 2023, the patient underwent a full system explant using electrocautery. It was noted that the physician does not believe that this is a device deficiency.

Manufacturer narrative:
B5 - describe event or problem: additional information has been supplied. D6b - if explanted, give date: (B)(6) 2023. D8 - device available for evaluation - yes, date returned to manufacturer - 02/20/2023. F7 - type of report - follow up 1. F10 - health effects - impact code: changed from: f11 minor injury/illness/ impairment. Updated to - 4627 device explantation. F3-5 - a correction was made: previously reported as: (B)(4). Correceted to: (B)(4).

Event description:
An evoke closed loop stimulator (cls) was implanted in the patient on the right buttock area, (B)(6), 2022. The patient has been experiencing heat, numbness, tingling, water trickle sensation from calf to foot and multiple levels of pain throughout their right lower limb since the permanent implant occurred. This increases when charging and while sleeping regardless if stimulation is on or off. The patient has also had to take medication during the night to aid in sleep as the pain was too intense. They have contacted their physician for consult and next steps.